Event description:
I have playtex electronic breast pump and the adapter black box that gets plugged into wall became separated and wires were exposed screws broke off the adapter awful unsafe product.